Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been visited by the emt with hypoglycemia. The patient's blood glucose levels reached 28 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include losing consciousness and hypoglycemia. The patient was treated with glucose. It is unknown when the patient was released. The pod was being worn when the issue occurred.